Manufacturer narrative:
This event occurred in (B)(6). The customer's test strips and meter were requested for return. The returned (2) test strips were measured with the returned meter with two high level control samples. After the customer's strips were tested, retention strips lot 47159014 were used. Control sample lot 45569900, specified target range 2.7 ¿ 3.3 inr. Testing results: qc 1: 2.9 inr, qc 2: 2.8 inr. Retention test strips: qc 3: 2.8 inr. Retention strips: control sample lot lin 3 control 60022, specified target range 4.1 ¿ 6.8 inr. Testing results: qc 1: 4.9 inr, qc 2: 5.1 inr, qc 3: 5.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4). The meter results were taken within 10 minutes of each other. The exact times that the tests were taken are unknown. The meter results were 3.9 inr, 3.4 inr, and 2.9 inr. The customer's therapeutic range is 2.0 -3.0 inr.